Event description:
New information received noted that the pause episodes were false positives. It was confirmed that the false positives were due to loss of contact. No interventions were taken at this time.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited pause episodes. It was not determined whether the pause episodes were due to true asystole or were false pauses due to loss of contact. No interventions were reported. There were no consequences to the patient.